Manufacturer narrative:
N/a

Event description:
The following has been reported: nurse reported: "unresolvable 'tubing set misloaded' alarm. Patient harm: no. A preliminary review of the logs identified the following issue: tubing set misloaded. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.